Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer was transported to the emergency room (ER) via paramedics due to a blood glucose (bg) level of 60 mg/dl and bruising. Customer was given apple juice to address bg, and was treated with intravenous fluids of saline and d50 in the ER. Reportedly, the pump delivered an 11 unit bolus without user input. Additionally, it was reported that the pump time was incorrect. Customer was discharged later the same day with the issue resolved and no permanent damage. Customer reverted to an alternate method of insulin.